Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the patient had index l4-s1 mis tlif (B)(6) 2026. Two weeks post-op, patient reported he ¿bent over and heard a pop¿. Upon x-ray examination, the reline mas modular screw head disassociated from the reline mas modular screw shank. The contralateral set screw at l4 was also loose. Screw replacement revision took place on.